Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 4 months. The patient remains on extracorporeal circulatory support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was returned to the operating room for a revision of the outflow graft at the aortic anastomosis due to aortic pseudoaneurysm. The surgeon observed puss in the pump pocket. The entire lvad and all components were removed and the patient was placed on extracorporeal membrane oxygenation (ECMO). The patient remained in the intensive care unit on ECMO. The patient was being treated for wound infection. The patient returned to or on (B)(6) 2017 for placement of an extracorporeal left ventricular assist device. No additional information was provided.

Manufacturer narrative:
The explanted pump was not returned to the manufacturer for analysis. A correlation between the device and the reported event could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.